Event description:
Per the clinic, the patient experienced drainage from the implant site and subsequently the site was cauterized with silver nitrate (date not reported). The patient was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on march 21, 2022.